Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed in a laa of broccoli morphology and a 40mm watchman flx pro closure device was implanted after meeting release criteria. Prior to discharge, during routine follow-up echocardiogram, the closure device was observed to have embolized into the left atrium and mitral valve. The physician attempted to remove the closure device percutaneously using a non-boston scientific grasping device and was able to grab the closure device but was unable to collapse the closure device to pull through the inner atrial septum. The patient was transferred to surgery and the 40mm watchman flx pro closure device was excised from the atrial septum and the inner atrial septum was repaired. Additionally, the laa was ligated via atriclip. During the event the patient experienced symptoms of hypotension and a very short duration of pulseless electrical activity. The patient is recovering in the intensive care unit but is reported to be doing well from a cardiac standpoint. The physician suspected the cause of the embolization to be related to the closure device being oversized, too proximal, and distally over-compressed, not seen by fluoroscopy imaging.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed in a laa of broccoli morphology and a 40mm watchman flx pro closure device was implanted after meeting release criteria. Prior to discharge, during routine follow-up echocardiogram, the closure device was observed to have embolized into the left atrium and mitral valve. The physician attempted to remove the closure device percutaneously using a non-boston scientific grasping device and was able to grab the closure device but was unable to collapse the closure device to pull through the inner atrial septum. The patient was transferred to surgery and the 40mm watchman flx pro closure device was excised from the atrial septum and the inner atrial septum was repaired. Additionally, the laa was ligated via atriclip. During the event the patient experienced symptoms of hypotension and a very short duration of pulseless electrical activity. The patient is recovering in the intensive care unit but is reported to be doing well from a cardiac standpoint. The physician suspected the cause of the embolization to be related to the closure device being oversized, too proximal, and distally over-compressed, not seen by fluoroscopy imaging.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60400, batch # 0037012677. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include embolization (additional device required), device explant, valvular/vascular damage (tissue damage), and hypotension (intensive care, hospitalization). Risk review: a risk review was completed and confirmed that the events of embolization, device explant, valvular/vascular damage (tissue damage), and hypotension were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.